Manufacturer narrative:
Correction to h6 patient codes the report of an over infusion was not confirmed, as the source device was not provided for investigation. Inspection and testing of the customer-provided pca tubing set showed no issues or abnormalities, with the tubing set passing a back check valve test and disposable leak test. Results demonstrated that the set was operating as intended. The cause of the reported over infusion was not determined.

Event description:
It was reported that pca dilaudid (150ml/30ml/5mg/ml ns) was programed at a rate of 3mg/20min over 15 hrs. However the patient received the medication within 7hrs.the customer stated there was no harm. The event occurred hematology & oncology unit. Although requested, no additional information about the event was provided.

Manufacturer narrative:
Concomitant medical products: pca syringe; non-bd 35 ml(dilaudid) 150 mg/30 ml (5 mg/ml) in ns IV pca syringe; td unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Serial numbers not provided.

Event description:
It was reported that pca dilaudid (150 ml/30 ml/5 mg/ml ns) was programed at a rate of 3 mg/20 min over 15 hrs. However the patient received the medication within 7 hrs. The customer stated there was no harm. The event occurred hematology & oncology unit. Although requested, no additional information about the event was provided.